Manufacturer narrative:
A1: the full patient identifier is case- (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access il-6 reagent was not returned for evaluation. No hardware errors or issues with other assays were reported in conjunction with this event. Local support specialist (lss) checked and found that the samples were stored at room temperature at a minimum for one night. Lss advised the customer to store samples no longer than eight hours at room temperature. Per the access il-6 instructions for use (IFU), part number a83714 m, it states: ¿store samples tightly stoppered at room temperature (15 to 30°c) for no longer than eight hours.¿ in conclusion, preanalytical sample handling is the likely cause for this issue as the samples were not properly stored. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2023 the customer reported erroneously elevated il-6 (access il-6 assay, part number a16369, lot number 234418) results were generated for five pediatric patients on the customer's unicel dxi 800 access immunoassay analyzer (part number 973100 and serial number (B)(6)). Four (4) medwatch reports will be generated to address the issue on the different dates: (B)(6) 2023 (patient 1), (B)(6) 2023 (patient 2), (B)(6) 2023 (patient 3) and (B)(6) 2023 (patients 4 and 5). This report will address the erroneously elevated il-6 result reported on (B)(6) 2023. The original il-6 result for the first patient was elevated at >1527 pg/ml on (B)(6) 2023 and was discordant with the patient clinical file. Per customer verbal report, the sample was tested using alternate methodologies with concordant elevated il-6 results. No data was provided. A second patient sample was collected and tested with an expected lower result at 9.8 pg/ml. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No change in the patient treatment was reported. No hardware errors or issues with other assays were reported in conjunction with this event. System check passed on 06jun2023. Calibration and quality control (qc) data were not provided. Local support specialist (lss) checked and found that the samples were stored at room temperature at a minimum for one night. Lss advised the customer to store samples no longer than eight hours at room temperature. Lss found that customer previously used biochemical blood for tubes separation. Lss advised the customer to stop using biochemical blood for separation. Per the access il-6 instructions for use (IFU), part number a83714 m, it states: ¿each laboratory should determine the acceptability of its own blood collection tubes and serum separation products.¿ there were no issues with sample integrity reported by the customer.